Manufacturer narrative:
Visual examination of the returned product identified burrs on the outer rim diameter. Anti rotation scallop deformation and damage from attempted use and removal. Nicks and scratches were noted on the spherical surfaces. No other damage was noted. Item and lot etch are not present on device for confirmation. Root cause remains unchanged.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Initial reporter additional surgeon: (B)(6). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00256.

Event description:
It was reported that during total hip arthroplasty they implanted trilogy it cup and then tried to fix the liner in cup but it would not engage. No adverse consequences were reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.